Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods on (B)(6) 2010, loop electrosurgical excision procedure on (B)(6) 2009, vaginal discharge (discharge is described as thick, white-colored, and with odor.), vaginal odor, sexually transmitted disease, vulval irritation, appendicitis, vaginitis bacterial, bleeding menstrual heavy, spotting vaginal, dysmenorrhoea, vaginal pain, vaginal cyst (pt states it is very swollen and very painful to touch.), mass, absence of menstruation, yeast infection, migraine, mood swings, bladder discomfort, frequency urinary, hesitancy, human papilloma virus infection, dysuria, depressive state, weight loss, polycystic ovarian syndrome, anxiety, uti (with yellow discharge with odor and also burning the urination x 3 days), cramp in lower abdomen, vaginitis bacterial, acute vaginitis, fatigue, low back pain, enlarged thyroid, headache, bleeding breakthrough, dysfunctional uterine bleeding, endometrial biopsy, pap smear abnormal and chickenpox. Allergies: include .keflex. No hyperplasia, atypia, ein or malignancy. - no chronic endometritis. Previously administered products included for an unreported indication: cleocin, clindesse and clonazepam. Concomitant products included norethisterone (micronor) for menstrual cycle management as well as clindamycin phosphate (cleocin-t), clindamycin phosphate (clindesse), clonazepam, ethinylestradiol;etonogestrel (nuvaring), fluconazole (diflucan), folic acid;iron (prenatal), metformin, paracetamol (tylenol) and tinidazole (tindamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain/ pelvic pain") and allergy to metals ("nickel allergy/nickel sensitivity"). The patient was treated with surgery ((B)(6) 2018-robot assisted total laparoscopic hysterectomy and bilateral salpingectomy and robot assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: unprotected intercourse, the delivery system was gently withdrawn from the microinsert by pulling the handle backwards. Once the delivery system was withdrawn, the position of the essure microinsert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro- insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure moderately welll stating that she had some cramping but no pain. Uterus is mid position, approximately 10 week size, mobile. No adnexal masses. No intraabdominal pathology noted, included endometriosis or adhesive disease. Ovaries bilaterally keeping the essure within the uterus, the uterus and tubes and cervix was then removed vaginally without different discrepancy noted date of insertion: (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Emb cpt code(s): 88305 x 1 additional information: final diagnosis: endometrium, biopsy: received in formalin, labeled with the patient's name "white, elizabeth" and "emb," are multiple pieces of pink-tan tissue measuring 1.0 x 0.8 x 0.2 cm in aggregate. The specimens are filtered into a biopsy bag and submitted entirely in cassette.; on (B)(6) 2018: secretory pattem endometrium (day 23-24). - mild chronic active cervicitis with focal squamous metaplasia. - bilateral benign fimbriated fallopian tubes. - synthetic intrauterine device noted. Gross description: the uterine serosa is pink-tan and smooth. The uterine cavity (5.0 cm in length x up to 3.5 cm cornu to cornu) is lined by a pink-tan, focally hemorrhagic endometrium (up to 0.2 cm). Situated in the right anterior aspect of the uterine cavity is a silver metallic coiled wire, grossly consistent with intrauterine device (2.5 cm in length x up to 0.2 cm in diameter). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information and event added device migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no: 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods on (B)(6) 2010, loop electrosurgical excision procedure on (B)(6) 2009, vaginal discharge (discharge is described as thick, white-colored, and with odor.), vaginal odor, sexually transmitted disease, vulval irritation, appendicitis, vaginitis bacterial, bleeding menstrual heavy, spotting vaginal, dysmenorrhoea, vaginal pain, vaginal cyst (pt states it is very swollen and very painful to touch.), mass, absence of menstruation, yeast infection, migraine, mood swings, bladder discomfort, frequency urinary, hesitancy, human papilloma virus infection, dysuria, depressive state, weight loss, polycystic ovarian syndrome, anxiety, uti (with yellow discharge with odor and also burning the urination x 3 days), cramp in lower abdomen, vaginitis bacterial, acute vaginitis, fatigue, low back pain, enlarged thyroid, headache, bleeding breakthrough, dysfunctional uterine bleeding, endometrial biopsy, pap smear abnormal and chickenpox. Allergies: include .keflex. No hyperplasia, atypia, ein or malignancy. No chronic endometritis. Previously administered products included for an unreported indication: cleocin, clindesse and clonazepam. Concomitant products included norethisterone (micronor) for menstrual cycle management as well as clindamycin phosphate (cleocin-t), clindamycin phosphate (clindesse), clonazepam, ethinylestradiol; etonogestrel (nuvaring), fluconazole (diflucan), folic acid;iron (prenatal), metformin, paracetamol (tylenol) and tinidazole (tindamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain/ pelvic pain") and allergy to metals ("nickel allergy/nickel sensitivity"). The patient was treated with surgery (on (B)(6) 2018-robot assisted total laparoscopic hysterectomy and bilateral salpingectomy and robot assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: unprotected intercourse, the delivery system was gently withdrawn from the microinsert by pulling the handle backwards. Once the delivery system was withdrawn, the position of the essure microinsert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro- insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure moderately well stating that she had some cramping but no pain. Uterus is mid position, approximately 10 week size, mobile. No adnexal masses. No intraabdominal pathology noted, included endometriosis or adhesive disease. Ovaries bilaterally keeping the essure within the uterus, the uterus and tubes and cervix was then removed vaginally without different discrepancy noted date of insertion: on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018: (B)(6). Cpt code(s): 88305 x 1. Additional information: final diagnosis: endometrium, biopsy: received in formalin, labeled with the patient's name "(B)(6)," are multiple pieces of pink-tan tissue measuring 1.0 x 0.8 x 0.2 cm in aggregate. The specimens are filtered into a biopsy bag and submitted entirely in cassette.; on (B)(6) 2018: secretory patten endometrium (day 23-24). Mild chronic active cervicitis with focal squamous metaplasia. Bilateral benign fimbriated fallopian tubes. Synthetic intrauterine device noted. Gross description: the uterine serosa is pink-tan and smooth. The uterine cavity (5.0 cm in length x up to 3.5 cm cornu to cornu) is lined by a pink-tan, focally hemorrhagic endometrium (up to 0.2 cm). Situated in the right anterior aspect of the uterine cavity is a silver metallic coiled wire, grossly consistent with intrauterine device (2.5 cm in length x up to 0.2 cm in diameter). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods on (B)(6) 2010, vaginal discharge (discharge is described as thick, white-colored, and with odor.), vaginal odor, sexually transmitted disease, vulval irritation, appendicitis, loop electrosurgical excision procedure on (B)(6) 2009, vaginitis bacterial, bleeding menstrual heavy, spotting vaginal, dysmenorrhoea, vaginal pain, vaginal cyst (pt states it is very swollen and very painful to touch.), mass, absence of menstruation, yeast infection, migraine, mood swings, bladder discomfort, frequency urinary, hesitancy, human papilloma virus infection, dysuria, depressive state, weight loss, polycystic ovarian syndrome, anxiety, uti (with yellow discharge with odor and also burning the urination x 3 days), cramp in lower abdomen, vaginitis bacterial, acute vaginitis, fatigue, low back pain, enlarged thyroid, headache, bleeding breakthrough, dysfunctional uterine bleeding, endometrial biopsy, pap smear abnormal and chickenpox. Allergies: include .keflex. No hyperplasia, atypia, ein or malignancy. No chronic endometritis. Previously administered products included for an unreported indication: cleocin, clindesse and clonazepam. Concomitant products included norethisterone (micronor) for menstrual cycle management as well as clindamycin phosphate (cleocin-t), clindamycin phosphate (clindesse), clonazepam, ethinylestradiol;etonogestrel (nuvaring), fluconazole (diflucan), folic acid;iron (prenatal), metformin, paracetamol (tylenol) and tinidazole (tindamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain") and allergy to metals ("nickel allergy/nickel sensitivity"). The patient was treated with surgery ((B)(6) 2018-robot assisted total laparoscopic hysterectomy and bilateral salpingectomy and robot assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: unprotected intercourse, the delivery system was gently withdrawn from the microinsert by pulling the handle backwards. Once the delivery system was withdrawn, the position of the essure microinsert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro- insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure moderately well stating that she had some cramping but no pain. Uterus is mid position, approximately 10 week size, mobile. No adnexal masses. No intraabdominal pathology noted, included endometriosis or adhesive disease. Ovaries bilaterally keeping the essure within the uterus, the uterus and tubes and cervix was then removed vaginally without different diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Emb cpt code(s): 88305 x 1 additional information: final diagnosis: endometrium, biopsy: received in formalin, labeled with the patient's name "white, elizabeth" and "emb," are multiple pieces of pink-tan tissue measuring 1.0 x 0.8 x 0.2 cm in aggregate. The specimens are filtered into a biopsy bag and submitted entirely in cassette.; on (B)(6) 2018: secretory pattem endometrium (day 23-24). Mild chronic active cervicitis with focal squamous metaplasia. Bilateral benign fimbriated fallopian tubes. Synthetic intrauterine device noted. Gross description: the uterine serosa is pink-tan and smooth. The uterine cavity (5.0 cm in length x up to 3.5 cm cornu to cornu) is lined by a pink-tan, focally hemorrhagic endometrium (up to 0.2 cm). Situated in the right anterior aspect of the uterine cavity is a silver metallic coiled wire, grossly consistent with intrauterine device (2.5 cm in length x up to 0.2 cm in diameter). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods on (B)(6) 2010, vaginal discharge (discharge is described as thick, white-colored, and with odor.), vaginal odor, sexually transmitted disease, vulval irritation, appendicitis, loop electrosurgical excision procedure on (B)(6) 2009, vaginitis bacterial, bleeding menstrual heavy, spotting vaginal, dysmenorrhoea, vaginal pain, vaginal cyst (pt states it is very swollen and very painful to touch.), mass, absence of menstruation, yeast infection, migraine, mood swings, bladder discomfort, frequency urinary, hesitancy, human papilloma virus infection, dysuria, depressive state, weight loss, polycystic ovarian syndrome, anxiety, uti (with yellow discharge with odor and also burning the urination x 3 days), cramp in lower abdomen, vaginitis bacterial, acute vaginitis, fatigue, low back pain, enlarged thyroid, headache, bleeding breakthrough, dysfunctional uterine bleeding, endometrial biopsy, pap smear abnormal and chickenpox. Allergies: include keflex. No hyperplasia, atypia, ein or malignancy. No chronic endometritis. Previously administered products included for an unreported indication: cleocin, clindesse and clonazepam. Concomitant products included norethisterone (micronor) for menstrual cycle management as well as clindamycin phosphate (cleocin-t), clindamycin phosphate (clindesse), clonazepam, ethinylestradiol; etonogestrel (nuvaring), fluconazole (diflucan), folic acid;iron (prenatal), metformin, paracetamol (tylenol) and tinidazole (tindamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain") and allergy to metals ("nickel allergy/nickel sensitivity"). The patient was treated with surgery ((B)(6) 2018- robot assisted total laparoscopic hysterectomy and bilateral salpingectomy and robot assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: unprotected intercourse, the delivery system was gently withdrawn from the microinsert by pulling the handle backwards. Once the delivery system was withdrawn, the position of the essure microinsert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure micro- insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 7. She tolerated the procedure moderately well stating that she had some cramping but no pain. Uterus is mid position, approximately 10 week size, mobile. No adnexal masses. No intraabdominal pathology noted, included endometriosis or adhesive disease. Ovaries bilaterally keeping the essure within the uterus, the uterus and tubes and cervix was then removed vaginally without different. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Emb. Cpt code(s): 88305 x 1. Additional information: final diagnosis: endometrium, biopsy: received in formalin, labeled with the patient's name "white, elizabeth" and "emb," are multiple pieces of pink-tan tissue measuring 1.0 x 0.8 x 0.2 cm in aggregate. The specimens are filtered into a biopsy bag and submitted entirely in cassette. On (B)(6) 2018: secretory pattem endometrium (day 23-24). Mild chronic active cervicitis with focal squamous metaplasia. Bilateral benign fimbriated fallopian tubes. Synthetic intrauterine device noted. Gross description: the uterine serosa is pink-tan and smooth. The uterine cavity (5.0 cm in length x up to 3.5 cm cornu to cornu) is lined by a pink-tan, focally hemorrhagic endometrium (up to 0.2 cm). Situated in the right anterior aspect of the uterine cavity is a silver metallic coiled wire, grossly consistent with intrauterine device (2.5 cm in length x up to 0.2 cm in diameter). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.